Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the device jaws was difficult to open, impossible to close and has cosmetic issue. The reported issues could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, g3, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the device was used for a vats pulmonary resection operation with connecting to ft10. From the beginning of use, it felt abnormal in opening and closing the jaws when squeezing the handle (dr. Who uses usually in routine), so it was stopped using the relevant product and a new device was taken out and used. The device was not applied to tissue or blood vessels at the time the issue occurred, the device was cleaned every time it was returned to the scrub nurse, and it did not protrude beyond the edge of the jaws. The new product could be used without any problems, and the operation was completed without problems. There was no patient injury. Photo showed dent on the device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the device was used for a vats pulmonary resection operation with connecting to ft10. From the beginning of use, it felt abnormal in opening and closing the jaws when squeezing the handle (dr. Who uses usually in routine), so it was stopped using the relevant product and a new device was taken out and used. The device was not applied to tissue or blood vessels at the time the issue occurred, the device was cleaned every time it was returned to the scrub nurse, and knife blade did not protrude beyond the edge of the jaws. The new product could be used without any problems, and the operation was completed without problems. There was no patient injury. Photo showed dent on the device.

Event description:
According to the reporter, the device was used for a vats pulmonary resection operation with connecting to ft10. From the beginning of use, it felt abnormal in opening and closing the jaws when squeezing the handle (dr. Who uses usually in routine), so it was stopped using the relevant product and a new device was taken out and used. The new product could be used without any problems, and the operation was completed without problems. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the device was used for a vats pulmonary resection operation with connecting to ft10. From the beginning of use, it felt abnormal in opening and closing the jaws when squeezing the handle (dr. Who uses usually in routine), so it was stopped using the relevant product and a new device was taken out and used. The device was not applied to tissue or blood vessels at the time the issue occurred, the device was cleaned every time it was returned to the scrub nurse, and it did not protrude beyond the edge of the jaws. The new product could be used without any problems, and the operation was completed without problems. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: vlft10gen, vlft10gen ft series energy platformx1 (sn:unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.